Manufacturer narrative:
Vyaire file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. However, the customer placed an order and part was shipped. Device was not returned.

Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator during set-up prior to patient use.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was able to duplicated the reported complaint. Pcb (printed circuit board) was found to fail exhalation flow transducer calibration, sec. 6.2.6 of vela service manual due to a failed transducer p/n 68355 sensor, diff pres, mini, 2.5 inch h2o. This is a known issue that has been addressed with CAPA-000000281, scar ps-16-23, eco 102677.